Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corner and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a crack next to the b button and at the upper corner next to the battery icon. The blood glucose reading was 200 mg/dl. The customer was unsure how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.